Event description:
The contact called for her mother. She stated that her mother's meter was giving readings such as 6.5 or 7.5. The caller had a control range card that came with the meter. It gave low, normal and high control ranges with the mmol/l equivalent. The normal control range only gives the mg/dl equivalent up to 6.5mmol/l. The contact stated that the meter has always read with a decimal point. She had been using the control range card to convert her mother's blood glucose readings from mmol/l to mg/dl. Customer service helped her to switch the meter back to mg./dl. The contact stated that her mother was not harmed. Customer service was going to send replacement strips.